Event description:
It was reported the patient was unable to increase amplitude for stimulation. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2019 where in the ipg was explanted and replaced. Issue resolved post- operatively.